Event description:
Ous MDR. After an estimated implantation period of 103 months an out of range stimulation impedance and increased threshold measurements were reported. No noise episodes have been detected so far. The lead is still implanted and active. The date of implant was not provided. No adverse patient side effects have been reported.

Manufacturer narrative:
On 10/12/2016 - patient is (B)(6). Also, it was mentioned the patient's ICD was still in shipment mode and there was concern that would have implications. The ICD and the lead were not returned for analysis. The analysis is therefore only based on the returned device data. The returned device data of july 7, 2016 was inspected. During the inspection the clinical observation could be confirmed. The shipment mode of the ICD was documented as active and the pacing impedance trend showed permanent values of >¿3000¿ohms. Besides that the data showed no anomalies, especially the therapy functions were enabled and work as expected. The pulse amplitude was manually set to 5.5 volts. Please note, that by design the shipment mode of the ICD will be only deactivated if a valid lead impedance value was measured during a manually triggered lead impedance measurement. Until no valid lead impedance could be measured the shipment mode of the ICD will stay active. The programmed therapy functions are not influenced by the shipment mode. In conclusion, there was no indication of a device malfunction. Should additional relevant information become available, the investigation will be updated.